Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Technical services reviewed the per and attached printouts. Technical services noted that the observed longevity behavior appears to be appropriate regarding the device settings and programming. Technical services also discussed that low impedances combined with high outputs and high pacing percentages in both chambers increase the current drain from the battery significantly. Technical services also discussed interrogation the device in a short period of time to check weather the increase in longevity is still one year as this can change due to how the battery charge time test obtains information. Technical services discussed increasing follow up session frequency as the magnet rate on this device is 90ppm. Technical services could not assure that the device is not depleting prematurely based on the information obtained from the filed. At this time the device remains implanted. Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up the battery gauge of the device was indicating a low values in relation with the implant date of the device and the remaining longevity calculations showed only .5 years remaining. After reprogramming the device the device showed 1.5 years remaining longevity. Premature batter depletion was alleged. A request for more information was requested by the physician. At this time the device remains implanted. No adverse patient effects were reported.